Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion code: review of this file indicates that the lens was not implanted in accordance with the dfu requirements. This lens model was implanted with an anterior endothelium chamber depth (acd) of 2.88mm which is off-labeled. The lens model is indicated with the requirement of an anterior chamber depth (acd) of equal or greater than 3.0 mm, as measured from the corneal endothelium to the anterior lens capsule. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -12.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting (vault value of 150 micrometers). The lens was exchanged for a longer lens and the problem was resolved. On patient's last visit on (B)(6) 2016, the patient's best corrected visual acuity was 20/25, the uncorrected visual acuity was 20/25 with a vault value of 250 micrometers. On patient's pre-operative data, the patient's best corrected visual acuity was 20/200, and the uncorrected visual acuity was 20/25.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found the lens returned dry in the lens container. Visual inspection found haptic torn and broken. (B)(4).